Event description:
I used fixodent from 2004 until 2009 and also poligrip 1998, super poli-grip and super poli-grip extra care with polyseal around the same time. In the meantime, I was experiencing numbness and tingling in my hands and feet also my muscles started to get weak then the falling began all in 2008. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Dates of use: 1998 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.